Event description:
Customer noticed a leak from the rbc bath of their act diff instrument. A bath overflow was observed. The customer was wearing gloves and a lab coat at the time of the leak which was about 4ml's of diluent reagent fluid. The leak did not have any effect on patient samples and there was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
The customer technical specialist (cts) worked with the customer over the phone to troubleshoot. Adding bleach to the rbc bath and then draining the rbc bath resolved the leak. Upon recur, the failure mode is likely to cause erroneous results for the rbc and platelet parameters from carryover due to improper bath drain, bath leaks and/or overflow.(B)(4).